Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On (B)(6) 2024, infutronix llc received a report from a patient that tubing leaked on the side of the pump. No injury or harm was reported.